Event description:
Report received of air in the pt line (that reached the pt's IV access site). The customer reported that the air filter vent of the burette was used inadvertently as an additive port. After adding an unspecified medication, the user discarded the filter cap and failed to clamp off the air vent line. There was no report of an adverse pt event. Add'l pt and event info was requested, but no further info was available.